Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that catheter removal difficulties were encountered and stent dislodgement occurred. The target lesion was located in the right coronary artery (rca). A 3.00 x 32 mm synergy ii drug eluting stent was advanced but failed to cross the lesion. Upon removal, difficulties were encountered and the stent dislodged from the balloon and lodged in the ostium of the rca. An attempt was done to retrieve the stent with a snare, but it was unsuccessful. The stent migrated to the descending aorta. The patient was taken off of the table and CT scan was performed to locate the stent. After the stent was located via CT scan, the patient was brought back to catheter lab and the stent was retrieved with a snare from descending aorta at about the level of left renal artery. No further patient complications were reported and the patient's status was well.